Event description:
The customer stated that the insulin pump alarmed during the manual prime. The reported blood glucose reading was 251 mg/dl. The customer did not have a backup plan to treat his diabetes. The customer was advised to go to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.